Manufacturer narrative:
This is an initial report. Follow up report will be submitted if the product is returned for evaluation. Customers and retailers have been informed through the adc fa16may2006 letter.this is an initial report. Follow up report will be submitted if the product is returned for evaluation. Customers and retailers have been informed through the adc fa16may2006 letter.

Event description:
Customer reported not checking his blood glucose since 2007 after receiving an error message on his precision xtra meter. He reports never calling customer service for assistance. Two months later, he began experiencing thirst and frequent urination. He was diagnosed with severe hyperglycemia at marion general hospital ER and was given insulin IV to lower glucose.